Manufacturer narrative:
D4: unique identifier (UDI) #: the serial number (21) is unknown, therefore, the UDI number only will contain the device identifier (01). The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. However, it was reported there was human error entering data into the pump. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump under-infused during patient infusion on the intensive care unit (ICU). The pump was programmed for a bolus administration at 1000 ml/h for a total volume of 500 ml. After 30 minutes, there was approximately 250 ml left in the bag and the pump displayed a total volume infused of 500 ml. The customer further specified there was human error entering data into the pump. There was no report of patient injury or medical intervention associated with this event. No additional information is available.